Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Subsequently, the physician elected to reprogram the device until a lead revision can be performed during the generator change out procedure. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Procedure performed.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Subsequently, the physician elected to reprogram the device until a lead revision can be performed during the generator change out procedure. Subsequently, a revision procedure was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.